Manufacturer narrative:
(B)(4). Returned meter evaluated with defect found. On the qc investigation on 6/15/2018 resulted in defect found; battery contacts damaged. Final root cause: bent positive battery terminal due to user mechanical stress. Test strip UDI# (B)(4). Note: manufacturer contacted customer (several attempts) in a follow-up call to ensure that the replacement products resolved the initial concern and to ensure the customer's condition since the initial call; unable to establish contact with the customer at this time.

Event description:
Consumer reported complaint for dead meter accompanied by symptoms. Caregiver is calling on behalf of the customer. The expected fasting blood glucose test result range is undisclosed. The customer did report symptom of having a headache. Medical attention is not reported as a result of the actual blood glucose results and reported symptoms. The product storage location is undisclosed. The test strip lot manufacturer's expiration date is 06/27/2020 and open vial date is undisclosed. The meter memory was not reviewed for previous test result history. Customer states she has a headache and caregiver states they will not seek medical attention at this time. Meter is not coming on and customer is testing with alternate meter that read high. A new battery was used and was it properly installed. The meter is still unresponsive. Advised to seek alternate way of testing.